Event description:
Patient had femoral central venous line (cvl) in place. The patient's thigh was noted to be edematous and reddened with increased drainage on the antimicrobial dressing. Cvl appeared to be no longer sutured in place. Cvl was removed. A tear was noted on wing of the cvl (i.e. The suture was still secured in patient but the catheter had torn free). Fluid infiltration ultimately caused deep vein thrombosis which is still being monitored.